Event description:
It was reported that the colonic ftrd was used for the treatment of a lesion in the ascending colon. The view of the white application ring was limited. Successful clip application was not verified prior to tissue resection. The resulting perforation was closed with clips within the same procedure. The patient recovered uneventful.

Manufacturer narrative:
The device in question was returned for technical analysis. Upon arrival, the clip was not on the cap. All components were inspected and no deviation from product specification or a product malfunction was detected. Due to the localization of the target tissue in the ascending colon, the endoscope was wound several times for anatomical reasons. This may have resulted in limited force transmission to the clip. It is also possible that high counter-pressure was applied to the clip. Due to the localisation and the limited view of the application ring, the user most likely misinterpreted the one-sided forward movement of the clip as clip application. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2022.